Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b1, b3, b5, b6, d1, d4, d6b, d9, g2, g4, h3, h4, h6.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional later reported pain and ¿limited quantity of fluid around the prosthesis. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. ¿ seroma-late: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional later reported pain and ¿limited quantity of fluid around the prosthesis. Device remains implanted.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, breast pain, seroma.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional later reported pain and ¿limited quantity of fluid around the prosthesis. Device remains implanted.